Manufacturer narrative:
Samples were collected in both serum and plasma tubes without a gel separator. Qc was within established ranges before and after the event. System check was run and was within instrument specifications. Per customer update on 12/11/2008, fse was on-site for another unrelated issue at the time of the event but did not perform any troubleshooting or hardware verification for this event because customer believes that the event was caused by the patient's sample and not instrumentation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a sample for accutni and obtained a result of 0.71ng/ml. The erroneous result was reported outside of the laboratory. Three other samples obtained from this patient gave results in the range of 0.07-0.12ng/ml. There was no affect to patient or user with regards to this event.